Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: desktop charger; model 37761; serial # c0447893. H3: analysis of the desktop charger; model 37761; serial # c0447893; revealed bent/broken connector pins at the end of the cable. The device was scrapped. G2. Foreign: au (desktop charger was returned from australia; in house failure was found during servicing in the united states). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a desktop charger (dtc) was returned with no known issues. An in house failure of the device was found.